Event description:
It was reported that the implantable pulse generator device could not be interrogated. After a manual guided reset the device functioned normally. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.